Event description:
It was reported that the user announced meal carbohydrate amounts lower than what was actually consumed while using the ilet system, and the reporter declined to provide further details due to focus on contemporaneous occlusion alerts referenced in a separate case. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical intervention. Investigation included case review and user education regarding accurate meal announcements and appropriate use. Investigation of this case revealed user handling and use error related to incorrect meal size announcements; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.